Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/17/2017 that on (B)(6) 2017, that the patient experienced a skin reaction at the sensor insertion site. The sensor was inserted on (B)(6) 2016 at the arm. Dates are approximate. The reaction was described as red and dry looking. In a routine check-up, patient's mother asked patient's endocrinologist on (B)(6) 2017 about the reaction. Patient's endocrinologist recommended treating with over-the-counter (otc) flonase. Patient's mother reported that they plan to use the otc flonase. At time of contact, recovering. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.